Manufacturer narrative:
Only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Additional information: d10, h2, h3, h6.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-13373. It was reported that the pacemaker dependent patient was admitted due to tripping over a floor vent and fracturing hip. The physician requested the device be interrogated for possible arrhythmias. Upon review, it was discovered that there were no arrhythmias reported. However, the right ventricular lead exhibited failure to capture, high impedance, and a fracture. A procedure was performed to implant a temporary lead. During the procedure, it was discovered that the left ventricular lead exhibited externalized conductors. Both leads were attempted to be explanted however, the subclavian vein was too tight to place 2 more leads. The rv lead was capped and replaced on (B)(6) 2020 and the left ventricular lead is still being used. The patient was in stable condition.